Manufacturer narrative:
H3 device evaluation: analysis of the tunneling tool found the tunneler was bent and the obturator was broken. H6: please note that method code 4118, result code 3233, and conclusion code 67 no longer apply to this report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Foreign report source: (B)(6). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported while tunneling was completed and the t-side hook of the inner cylinder was removed and pulled out to the tip side, the inner cylinder was torn off and part of it (from the hooked part on the t-shape side to the middle part toward the tip) remained in the tube. It was noted that two physicians were working on the procedure and that the physician who removed the hook on the t-shaped side and the physician who pulled the inner cylinder out from the tip were separate physicians. As such, the manufacturer representative involved with the event considered it possible that ¿the inner cylinder was torn off because the timing of removing the hook did not match the timing of pulling the cylinder out.¿ however, since the inner cylinder was broken during normal use, a possibility was suspected that the product attributed to the issue. The tunneling tool was replaced during the procedure and the issue was resolved. The chronic pain patient was alive with no injury at the time of report. No complications were reported or anticipated.